Event description:
It was reported that low impedance, high threshold and low sensing were observed. It was noted that the lead had dislodged and therefore, it was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.